Event description:
Pt was undergoing a thrombectomy of the right upper extremity for thrombosis of their av graft. A 4-french fogarty embolectomy catheter was being used when the surgeon stated that the balloon on the catheter tip became dislodged into the venous side. The balloon was not retrieved after searching for same. At the completion of the case, the surgeon disclosed to the pt the event and the pt was recovered without difficulty and discharged home the same day with after care instructions. There was no immediate evidence of injury to the pt.